Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, low pacing impedance was observed on the right atrial (ra) lead. The physician suspects that they damaged the ra lead during the unrelated procedure. The physician elected to take no further action as right atrial stimulation is still present. The patient was stable and will continue to be monitored.